Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that the buttons are not working. The customer was offered to troubleshoot the keypad issue and explained the cot pump while upgrade process takes place. The customer declined troubleshoot and declined cot. The customer stated that she appreciate the offer and will keep in touch. The customer was advised that if she has a change of mind please call the help line.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.